Event description:
It was reported that the physician recently had problems with his vns handheld computer screen freezing. Troubleshooting was performed and the screen freeze was not duplicated. However, this is a known issue and the company representative explained to the physician how to resolve the screen freeze issue and he acknowledged. Product will not be returned to manufacturer at this time as the physician is able to resolve the issue when it occurs.